Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp clarified that there was no pump malfunction. It was indicated by the hcp that the device would be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal (concentration and dose unknown) via an implanted pump for cerebral palsy, intractable spasticity, and other spasticity. It was asked, but unknown when the event/difficulty occurred, and the event occurred during normal use. It was noted the pump was implanted on (B)(6) 2018. The rep was notified by the neurology manager on (B)(6) 2018 that the mother of the patient felt the intrathecal baclofen therapy (itb) was not providing results she had expected. The mother refused to allow an upward titration of therapy and requested a study of the system be done to confirm function. Neurosurgery referred to pain clinic to perform catheter and dye study, but it has not been scheduled yet. It was unknown what environmental/external/patient factors may have led or contributed to the issue. It was noted no diagnostics/troubleshooting or actions/interventions were done yet to resolve the issue. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ it was noted the rep would follow up by (B)(6) 2018 with updates. Surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected. Additional information was received and it was noted the company representative (rep) communicated with the neurology clinic whom reported the mother had not scheduled a follow up appointment as recommended per pain clinic. With the permission of the doctor, outreach was attempted with no answer and the mother did not return the phone call. The patient had prescheduled an appointment for (B)(6) 2018 for deep brain stimulation (dbs) follow-up so the rep would attend then follow up about the pump. It was also reported a dye study was not scheduled and the pain clinic physicians titrated the pump up and encouraged the mother to follow-up with neurology clinic for titrations. It was noted the dose had not been titrated up since implant so maximum effect had not yet been achieved. The event was not resolved as the mother had not followed up with neurology clinic. No further complications were reported/anticipated or expected. Additional information was received from an hcp on (B)(6) 2019. It was reported that the pump was being explanted due to malfunction. It was noted that the hcp had limited information, but the patient had not had significant symptom relief from the pump and was complaining of abdominal pain at the pump site. The family was requesting the pump be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. The pump was explanted on (B)(6) 2019 without complications. Regarding the reported "pump malfunction," it was indicated the pump was causing abdominal pain at the pump site, especially with movement. The patient's abdominal pain at the implant site resolved shortly after surgery. The patient was seen two weeks post-op on (b)(60 2019 and there was no abdominal or incisional pain. The patient had been receiving 500 mcg/ml of lioresal at 24.01 mcg/day.